Event description:
It was reported that the patients ipg was nonfunctional. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned per facility preference.

Manufacturer narrative:
Exact date unknown, event occurred one month ago from the date the manufacturer became aware of the event.